Event description:
It was reported the patient received the following results within 15 minutes, using two different meters: 229 mg/dl (accu-chek guide me meter), 132 mg/dl (mckesson truemetrix competitor's meter) and 112 mg/dl (accu-chek guide me meter).